Manufacturer narrative:
No software error alarm was noted. The unit passed the self test. The insulin pump was unable to upload to the (B)(4) software due to a failure of the displayable history crc check in alarm history screen. These alarms were due to a corrupted history file. The unit had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was unable to connect to his/her carelink software because of a corrupted history file. The customer's blood glucose levels at the time of the report are unknown. The product was returned. Nothing further was reported.